Manufacturer narrative:
Based on the analysis findings and the sem analysis, the report of separation was confirmed, as the returned device was found to be severely damaged and separated. The fracture surface exhibits with dimples consistent with tensile overload. From the damages (kink ing/bending) seen on the returned device; it appears there was high force used. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the report issue. The review of lot history records shows the device met all manufacturing requirements and specifications during final assembly and quality inspection. Per our device¿s instructions for use (IFU): excessive vessel tortuosity that prevents the placement of the device. Do not rotate the delivery pusher during or after delivery of the device into the parent vessel. Rotating the delivery pusher may result in a kinked device or fracture and detachment of the device from the delivery pusher. If excessive resistance is encountered during the delivery of the device, discontinue the delivery and identify the cause of the resistance. Advancement of the device against resistance may result in device damage and/or patient injury. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. For vessel safety, do not perform more than three recovery attempts in the same vessel using devices. For device safety, do not use each device for more than two flow restoration recoveries. Do not treat patients with known stenosis proximal to the thrombus site. Advancing the microcatheter while the device is engaged in clot may lead to embolization of debris. For vessel safety, do not reposition more than two times. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for evaluation. If the device is received a supplemental report will be submitted when the evaluation has been completed.

Event description:
Medtronic received report that during an acute awake up left m2 ischemic stroke, the mechanical thrombectomy device separated from the pushwire. During transitioned from the m1 into the ace 68, the thrombectomy device detached / separated between the stent and the delivery wire. A thrombectomy device 4x20 was used to pull the separated thrombectomy device into the ace 68 and out of the patient¿s body. The anatomy was moderate in tortuosity. Baseline nhiss was 10 and tici of 0. Post intervention, the tici was 2b. The patient was reported to have some neurological deterioration as the initial stroke was severe. All the pushwire was removed along with the stent.

Manufacturer narrative:
The device has been received. However, the device analysis is till underway. A supplemental report will be submitted upon completion. If information is provided in the future, a supplemental report will be issued.